Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the scope detection did not function because the terminal inside the video connector socket buckled. It is inferred that terminal buckling was caused by the scope used in the combination and occurred in the following order: 1. When inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. 2. The terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was inserted further while the inserted scope connector was caught. The instructions for use have the following statement which can prevent the event: "confirm that the video connector of the videoscope are not damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a bent pin inside the socket. Cosmetic wear was found on the housing. An old type of power switch was found. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported no output on a video system center. The camera box was not working. There was no patient involvement or injuries reported. No additional information has been obtained.